Event description:
It was reported that the insulin pump alarmed an error and had an unresponsive keypad. The reporter did not know the blood glucose reading. The caller stated that the insulin pump had been splashed with water before the keypad issues and alarm occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.